Event description:
The customer reported that the spo2 parameter would show a 100% saturation reading when a sensor is connected to the mms, but not applied to a pt.

Manufacturer narrative:
(B)(4): the customer reported that the spo2 parameter would show a 100% saturation reading when a sensor is connected to the mms, but not applied to a pt. This is a malfunction that has the potential to lead to an inaccurate (e.g false high) reading for a pt with low saturation. This is considered a malfunction which could result in a delay in treatment, failure to recognize a change in pt condition, and be a factor in a serious injury/death, and is therefore, reportable. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.